Event description:
No additional patient or event information has been received since the last report was submitted on 28oct2019.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing (pett) measured 2.6 cm in length. There was a kink in the basket sheath 30 cm from the distal tip. When the handle was in the closed position, the basket formation protrudes 2 mm from the basket sheath. The basket formation had one broken wire, that was broken 4 mm from the knot. There was discoloration one the wire near the point of separation. Unknown dried debris was found on the wire, indicating it had been used. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the 4 basket wires broken, with a missing fragment. The information stated by the user indicated one of the wires broke, and the fragment was removed by the user in an attempt to use the device. The broken end of the wire was discolored, which possibly indicates exposure of the wire to a laser. There is no information that a laser was used during the procedure. The cause for the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided (B)(6) 2019: the physician noticed the basket wire got broken when attempted to collect urinary stones by inserting the device into the ureteroscope. The broken basket wire disabled him from collecting stones. The user was concerned that the broken basket wire might damage the ureteroscope. For those reasons, he cut the distal part of the broken basket wire. He then attempt to collect stones with only 3 basket wires, and this failed. Therefore, he decided to use the substitute product. This is why the returned device is missing a part of the basket wire (intentionally cut by the user). No sections of the product remains in the patient's body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (tul) procedure using a ncircle tipless stone extractor, the basket wire was broken. When the physician attempted to grab the stones/fragments, it was discovered that the basket wire was broken/unraveled. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.